Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 clip device was analyzed. The device was returned without the clip assembly, with evidence of partial deployment (yoke attached to the control wire). No other problems the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of clip could not be deployed was not confirmed. It was found that the device was returned without the clip assembly and showed evidence of partial deployment. The presence of the clip is critical to the investigation, as the reported events, "clip failure to open" and "clip break" are directly associated with this component. Inspection of the clip is necessary to determine the root cause of the issue encountered by the physician. In the absence of this component, the most probable cause is "cause not established." Following visual and microscopic inspection, it was observed that the control wire still had the yoke attached, which is clear evidence of premature deployment. This condition may result from operational factors during the procedure, such as attempting to open the clip after it had already been activated. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in an unknown procedure performed on (B)(6) 2026. It was reported that the clip was broken when trying to open the clip it was lopsided, did not open and would not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in an unknown procedure performed on (B)(6) 2026. It was reported that the clip was broken when trying to open the clip it was lopsided, did not open and would not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.